Manufacturer narrative:
Section h4 (device mfg date) was updated based on an extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported receiving a "no alarms available" notification and because of this, the customer experienced dizziness, feeling "bland", and a loss of consciousness. Customer was unable to self-treat and had contact with an hcp who provided unspecified intravenous treatment for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported receiving a "no alarms available" notification and because of this, the customer experienced dizziness, feeling "bland", and a loss of consciousness. Customer was unable to self-treat and had contact with an hcp who provided unspecified intravenous treatment for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.